Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wand did not work when initiating the ligation phase of the procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: tw# (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of charred tissues were observed on the jaws. On microscopic inspection, the heater wire was observed to be flexed away but remained attached at the tip and at the base of the hot jaw. The silicone insulation on both cold and hot jaws appeared intact. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. During the pre-cautery test, it produced steam and audible beeping sound during five (5) 3-second activations. To evaluate the safety shut down system, a poly-fuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after a 10-second cooling period with no incident each time. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.662 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle switch was released. Based on the returned condition of the device and the evaluation results, the reported failure ¿failure to deliver energy" was not confirmed. The analyzed failure "material twisted/bent" was confirmed. Specific actions for the analyzed failure "material twisted/bent" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wand did not work when initiating the ligation phase of the procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.